Event description:
The pt underwent a laparoscopic sigmoid resection procedure with mobilized splenic flexure due to diverticulitis with colovesical and colovaginal fistulas. The anastomosis was performed with the colonring device with negative bubble test. It was reported that the pt died on pod #8. According to the surgeon: "the pt was a high risk pt (consideration was given to hospice rather than having the surgery). She did develop and intra-abdominal infection, and this could have been an anastomotic leak, but she was not re-explored, so do not know for sure."

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd) and the importer (B)(4)), a novogi ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to specifications. The pt was a high risk pt, suffering from multiple medical conditions, including congestive heart failure, ischemic cardiomyopathy, chronic kidney disease, asthma and pulmonary hypertension and, according to the surgeon, consideration was given to hospice rather than having the surgery, thus, most likely, pt death is not the result of using the colonring device. The pt suffered from various serious co-morbidities, including diabetes and morbid obesity, which are specifically known to be associated with an increased risk for anastomotic failure. Yet, the current cumulative leakage and mortality rate found with the use of the colonring is within the low range reported for anastomosis devices.